Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a long charge time which led to elective replacement indicator (eri). Left ventricular thresholds were vaiable but up to 5.5 volts. Right ventricular thresholds have been normal and stable. This device has been implanted for only 1 1/2 years and the patient has not received any shocks.